Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet alerted for an empty insulin supply overnight, the user did not complete a supply change, experienced elevated blood glucose, administered subcutaneous insulin by pen in the morning, then completed a supply change and contacted support; the agent advised pausing insulin delivery for approximately two hours before reconnecting due to recent multiple daily injections, and assisted with pausing. Symptoms included hyperglycemia with a reported blood glucose of 265 mg/dl and no other symptoms. Outcomes included no hospitalization and continued use of the device after troubleshooting. Investigation included customer interview and troubleshooting guidance provided by support. Investigation of this case revealed user-related interruption of therapy due to running out of insulin and delayed supply change, with recovery after supply replacement and appropriate pause before resuming automated delivery. It was concluded, based on previously established findings for similar reports that the event was consistent with insulin supply depletion and user delay in supply replacement, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.